Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy and was stuck inside the sheath. When the sheath was pulled up, it pulled the entire thing with it and there was no plug to even tamp down with. The advancer tube was not visible. A small amount of collagen plug was protruding from the little black slit on the tube. There was no reported patient injury. The device was stored and prepped according to the IFU, and there was no device or package damage noted prior to use. The mynx vascular closure device was used in an interventional procedure via a retrograde approach. The deployer was trained in mynx during fellowship and as an attending. A 6f 10cm non-cordis sheath was used. Femoral artery suitability was verified on angiography; the vessel was arterial; the vessel diameter was verified as 1 cm; vessel tortuosity was mild; and there was no peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved by manual compression for 20 minutes. The user shuttle clicked into place; resistance when shuttling down was minimal and force applied when retracting the sheath was normal to minimal. The advancer tube was not visible. A small amount of collagen plug was protruding from the little black slit on the tube. The device is being returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.